Event description:
I was hospitalized for heart failure on (B)(6) 2022 through (B)(6) 2022. Upon discharge, the physician recommended the zoll life vest wearable defibrillator. On 05apr 2022, a zoll representative delivered the device to my home and set it up. I weighed approximately 145 pounds upon discharge from hospital. The zoll rep had difficulty fitting me due to being underweight but was able to get it to work despite an excess of wires looping around my back. I was instructed to wear the vest at all times, except a brief daily shower. For the first week or so, the vest seemed to work as intended. However, beginning around early may, I noticed that when I woke up in the morning, the vest popped open and was no longer touching my skin so that if I had a heart incident while sleeping, the vest would not work. At first, this happened maybe once a week, but became more frequent. Zoll indicated it was possibly due to the fact that I had gained weight upon leaving the hospital, but I still weigh less than 150, so it seems the device should continue to work despite a < 5 pound weight gain. By june, the opening at night was a daily occurrence and I sent the device back to zoll as it was clearly not working as intended. I believe the defect is due to the fact that my weight/stature differs from most of zoll's patients and the device does not work correctly for someone of my size. FDA safety report ID # (B)(4).